Manufacturer narrative:
It was confirmed that the system behaved as expected and the camera worked as designed. The system was found to meet specification with no issue found. Confirmed by the physician that the patient event associated with this complaint was not related to the monarch platform.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health inc., or its employees that the report constitutes an admission that the product, auris health inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during the monarch bronchoscopy procedure the patient experienced a bleed. The physician reported the bleeding was not due to monarch but rather just a risk of biopsying this specific patient. The patient was admitted for observation only.